Event description:
Rv lead with pacing threshold elevation and fluctuating pacing impedance. The outputs on the lead were increased and it remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).